Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that during fco implementation, it was discovered that the device has a primary alarm failure message. Suspecting a blown speaker. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.